Event description:
It was reported that the balloon ruptured. A 6.0x200x150 sterling balloon was selected for use in a post dilatation procedure in the mid to distal superficial femoral artery. The vessel was calcified. During the procedure on the first inflation, the balloon ruptured. The device was removed intact, and another product was used to complete the procedure. No patient complications were reported.